Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced four accidental infusion set detachment events due to tubing catching on an object or pump fall resulting in infusion set pullout during use on (B)(6) 2026.